Event description:
It was reported that during patient use of the arctic sun device, imi received the following concerns: although the patient¿s body temperature was intended to be increased, the water temperature was decreasing. The water temperature shown at the upper right of the screen differed from the water temperature shown on the graph. For item 1, the user had been looking at the body temperature scale on the left side of the graph and had mistakenly believed the values were different. They accepted the explanation. For item 2, since it was immediately after the start of treatment, imi requested that they observe the situation for a short while and explained that imi could return after the treatment to perform an operational check, which they accepted. Since the treatment had been stopped temporarily, they requested an onsite visit for inspection. During the visit, imi performed a pre delivery inspection level operational check and found no abnormalities. However, imi were informed that, as shown in the attached photo 0944, the treatment had stopped multiple times even though no one had touched the device. Imi obtained approval to extract the data and photograph the alarm history and informed them that imi would provide a response at a later date. Since no abnormalities were found at the pre delivery inspection level, imi reported that the device was operating normally. Imi informed the facility that data analysis would require some time and obtained their approval to proceed with internal analysis. During the analysis, imi discovered that although alarm events were recorded in the device¿s internal alarm history, those records did not appear in the exported data. Because the data is recorded at 60 second intervals, it is presumed that the alarm may have occurred outside the recording timing and that the close button was pressed before the next log entry. However, since no alarm event appears in the exported data, it is recorded as if the device stopped operation without any alarm. The facility also stated that the device stopped without any alarm occurring. Although imi would like to explain that the device cannot stop without generating an alarm, imi is currently unable to provide such an explanation based on the data. To resolve this type of situation clearly, imi requests an improvement to ensure that alarms and warnings are always recorded in the history data, rather than relying on one minute interval logging. Imi is attaching the alarm history from the device itself files 0946 and 0947 as well as the excel file containing the analysis data. In the excel file, the entries marked with parentheses indicate locations where an alarm exists in the device¿s internal history but does not appear in the exported data. Per review of wo, there was no patient injury report.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.